Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy ,bilateral removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device breakage, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy ,bilateral removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device breakage, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.